Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 information: for some reason, the webtrader states that the initial is a duplicate report. I have not had a successful submission with the initial prior to that. However, I am sending the follow-up but it contains only the initial information.

Event description:
The following was reported to hamilton medical ag: ventilator not charging. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff noticed that when the c1 was switched on, technical event: 231022 and self test failed were displayed on the screen and the alarm kept sounding, so they asked local staff to repair the c1. No patient involvement.